Manufacturer narrative:
This is one event (death) reported for the same patient involving three separate products; associated MDR #1225714-2014-03887, 1225714-2014-03888, 2937457-2014-00936.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2006, after use of the product.